Event description:
It was reported during implant, that two different leads were attempted and the helix of each lead was blocked. The leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.